Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited unspecified over-sensing resulted in potential false af episodes. The patient was in stable condition.